Event description:
It is reported that the pt had a hemiarthroplasty left knee in 6/29/2004. Pt has had continued complaints of pain from neuroma and sciatic nerve pain and posterior knee pain. He states he has more pain than before surgery. He was admitted for a revision left knee arthroplasty. During the procedure in 2005, all components were removed and replaced.